Event description:
A patient reported while using the night aligners that they are worried about the air gaps between the aligner and my teeth. The patient said that their aligners are not sitting on their teeth after 14 days of wearing them for 11 hours average + daily hype-byte use. The patient visited the dentist, and he agreed that their aligners do not fit properly. The patient stated that their jaw still hurts from using the aligners and the poor fit. It was noted that the has large air gaps and the upper impression is not great causing fit issues.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.